Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced burning sensation/burn at the ipg site while recharging their ipg. Reportedly, the patient was laying on their back while recharging. Dermatologist confirmed it was not a rash. Patient was prescribed a cream and the burn has almost cleared up. Therapy has been turned off. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.